Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting. Review of the pump data log by tandem technical support verified the pump was working as intended.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading by the continuous glucose monitor (cgm) on (B)(6) 2020 was 60 mg/dl. No bgs were entered in manually by the user. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.